Event description:
Meter was reading inacccurately erratic. Reported blood glucose results of "7.0 mmol/l and 12.4 mmol/l" with a lifescan meter, performed within 20 minutes of each other. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.